Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4) the customer reported the suspect device is available for analysis and a onsite field service evaluation is pending. If a component failure is identified the component will be returned to carefusion's failure analysis lab where a failure investigation will be performed. Once the failure investigation is completed, a supplemental report will be submitted. At this time, carefusion has not received the suspect component for evaluation.

Event description:
The customer reported a blank display on start up on this avea ventilator. No reported patient involvement associated with this event.